Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile meter, compared to a professional meter, within 10 minutes: hi mg/dl, hi mg/dl, and hi mg/dl, which on the system indicates a result in excess of 600 mg/dl (mobile) and 130 mg/dl (doctor's meter). No adverse event was reported. The lot number was not provided. Return of the suspect device was requested for evaluation